Event description:
It was reported when using the panel phoenix nmic/ID-307 a misidentification was reported. A patient isolate was identified as providencia rettgeri on its initial testing, it was then identified as proteus mirabilis when retested. No health impact or consequence reported.

Manufacturer narrative:
Bd phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: g5. PMA / 510(k)#: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of proteus mirabilis as providencia rettgeri when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3241425. The customer did not return isolates or panels but provided phoenix generated lab reports and binary files for the investigation. The customer provided phoenix lab report shows a patient isolate identified as p. Mirabilis and p. Rettgeri on the complaint batch. To investigate, two retention panels from complaint batch 3241425 were tested using in house isolate p. Mirabilis enf 9912 on a phoenix m50 machine and evaluated for identification results. In addition, two control panels from the same material but different batch were tested using in house isolate p. Mirabilis enf 9912 on a phoenix m50 machine and evaluated for identification results. The four panels tested identified the isolate as p. Mirabilis, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. While there has been an observation of a performance failure by the customer, bd has not been able to replicate the failure through investigative testing. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect.

Event description:
It was reported when using the panel phoenix nmic/ID-307 a misidentification was reported. A patient isolate was identified as providencia rettgeri on its initial testing, it was then identified as proteus mirabilis when retested. No health impact or consequence reported.